Manufacturer narrative:
This event cannot be confirmed or not confirmed for product analysis testing alone. As received, visual inspection and resistance testing showed the returned lead (b) passed the functional test. The cause of the reported event remains unknown.

Event description:
It was reported that the patient experienced ineffective therapy due to lead migration following a fall. As such, surgical intervention took place wherein the leads were explanted and replaced to address the issue. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
Date of event is estimated.